Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was discovered with a sealing issue. The item was not in use. No injury/death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and their respective complaint numbers are as follows: (B)(4), lot 293670. (B)(4), lot 296210. (B)(4), lot 297831. (B)(4), lot 300231. (B)(4), lot 301812. (B)(4), lot 307325. (B)(4), lot 304152.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
Aspen surgical received a report from the distributor, indicating that product was found with seal issues. No samples were returned, however pictures were taken of the product and the investigation was able to be conducted based on pictures and files at aspen. It was found that the protrusion bar used to detect out of pocket parts on the production line will push the treated sponge product out of the pockets if the plastic backing on the sponge is warped. Root cause was a machine error. Operators boxing the sponges should also detect seal errors during packaging. This was reviewed with the production team. We will continue to monitor the situation for any additional relevant information. This report can be considered final, however if we discover any additional relevant information it will be submitted in a supplemental report. H3 other text : device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that dr. Fog sponges were discovered with a sealing issue. The items were not in use. No injury or death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and their respective complaint numbers are as follows: (B)(4)., lot 293670, (B)(4)., lot 296210, (B)(4)., lot 297831, (B)(4)., lot 300231, (B)(4)., lot 301812, (B)(4)., lot 307325, (B)(4)., lot 304152.